Event description:
Procedure type: according to the reporter: after firing the tri-staple 45 amt device to resect the stomach body, the surgeon tried to remove cartridge; however, it didn't open so the surgeon removed the stapler laterally force. He then used another stapler and he removed cartridge. He then sutured the tissue injury side.

Manufacturer narrative:
(B)(4).